Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope received e931 and e218 errors, additionally, there was no image and black and yellow stripes all over the screen. The issue was found during set up. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h3, h4, h6. The device was returned to olympus for inspection and the reported failure "yellow stripes all over the screen" was confirmed and the reported failure "various error messages / black screen / error e931 / error e218" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the video cable was broken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore stripes in image occurred and no image was displayed. The most probable cause of the reported failure "yellow stripes all over the screen" was cause linked to device but unable to trace more specifically. The most probable cause of the reported failure "various error messages / black screen / error e931 / error e218" was no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.